Manufacturer narrative:
The baxter technician found the casters needed to be replaced. Per the baxter service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake mode. Test the steer mode to determine if the foot end casters lock in the steer mode. Check the tires for cuts, wear, tread life, etc. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in oct 13, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters to resolve the reported event. Based on this information, no further action is required.

Event description:
On 18-sep-2025, a company representative - service personnel contacted technical service to report that advanta frame (product code p1600b004188, serial number (B)(6)) had brakes not holding. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.